Event description:
Fill volume: 550ml. Flow rate: 10 ml/hr. Procedure: elbow open reduction internal fixation (orif). Cathplace: on top of the patient's shoulder. It was reported by a physician that an on-q pain pump infused too fast. According to the physician, the pump should have lasted 55 hours but ran out after 20 hours. The flow rate was not changed. Per follow-up with the patient, the bolus button was pushed approximately 3 times on the first night of infusion and worked as expected. The patient reported to be doing fine with no adverse symptoms. The patient was given instructions on how to use the pump prior to discharge. It was reported that the hospital started using the on-q c bloc pumps in (B)(6) 2014.

Manufacturer narrative:
Methods: actual device was received for an evaluation and investigation. A visual inspection was conducted. A review of the device history record (DHR) is currently in process for the reported model and lot number. Results: testing is in progress and results will be provided once completed. Conclusions: the investigation is ongoing and has not yet been completed. Once the analysis and investigation are complete a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.